Event description:
Customer received a result of 24.3 mmol/l on the mobile system and a result of 7.7 mmol/l on the aviva nano system. The next day the customer received a result of 21.9 mmol/l on the mobile system and a result of 7.7 mmol/l on the aviva nano system. Customer treated himself based on the readings obtained with the aviva nano. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 492029, expiration date 12/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.